Manufacturer narrative:
The reported event of insulation damage in the referenced region was not confirmed. As received, a partial lead was returned in two pieces without the region references by the field. Visual examination of the returned portion found damages to the lead body insulation consistent with procedural damage.

Event description:
It was reported that during revision, lead damage was confirmed on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. During revision, lead damage was confirmed on the rv lead and the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: (B)(4).